Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for post lumbar laminectomy syndrome. The patient reported that they had their im plantable neurostimulator (ins) implanted in (B)(6) 2011, and in inquired about longevity. The patient stated that their ins is not holding a charge like it used to, and that the battery level depletes quicker. They added that they first noticed the issue around (B)(6) of last year. They also stated that they met with a manufacturing representative (rep) in the past to ¿fine tune¿ the ins. The patient was redirected to follow-up with a healthcare provider. Physician listing were sent to the patient. No further complications or patient symptoms were reported or anticipated.